Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR 2938836-2015-04015. There is no complaint on this lead. Duplicate report filed on the associated device on (B)(4) 2015, 2938836-2015-04084.

Event description:
It was reported that low sensing was observed. Lead revision is planned. Programming changes were made. Patient condition was good.